Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose levels starting on (b)(6)2026. Due to the BG levels, the customer ultimately went to the Emergency Room and was subsequently hospitalized with a blood glucose (BG) level of 500 mg/dL on (b)(6)2026. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated BG. Customer was discharged on (b)(6)2026 with the issue resolved and no permanent damage. Tandem Technical support performed a full pump system check and verified that pump was operating appropriately.

Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: iOS / iOS_iPhone 15 Pro Max / 2.9.1 / iOS 26.1.